Event description:
Upon flushing a patient's IV and checking for blood return, the rn noticed that no blood entered the syringe and that the plunger of the syringe remained up. This suggested that there was no longer a vacuum in the IV extender and that air may have entered it. Upon removal of the IV catheter it was found that there was a small hole that had formed just below the flexible catheter is attached to the green hub.